Event description:
Philips received a complaint on the dfm100 indicating that the battery is not functional. No patient involvement was reported at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to a battery failure. The reported issue was resolved by philips field service engineer, after replacing the battery, the device was successfully returned to service. The device remains at the customer's site. No further action is warranted at this time.